Manufacturer narrative:
Beckman coulter customer technical support (cts) specialist helped the customer troubleshoot over the phone. The customer primed the system and found peristaltic pump roller tubing's were pierced. The customer replaced the peristaltic roller tubing to resolve the issue. No further issue was noted after part replacement. Customer was satisfied with support. No patient demographic information (age, gender, weight, race or ethnicity) was provided initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
A customer reported the generation of erroneously low ise (ion selective electrode) sodium (na) and high chloride (cl) patient results involving their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided an example of the false results.